Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have a broken jaw. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a damaged insulation on the conductor wire at distal clevis. The instrument passed electrical continuity test. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.